Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The lot numbers used in these cases are unknown. The user facility had the following lot numbers in their inventory at the time of this report, 05i20k, 05i12e; o5i9j; 05j24p; o5j07i; 05j18e; o5i06d; 05i06e; 05h01e; 05i12g. Retention samples for these lots were tested and found to meet release specifications. Batch record reviews indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There have been no similar reports associated with the use of these lots.

Event description:
Surgeon reported inflammation, blurry vision and floaters in patients following surgery. He reports he performs surgery at three different facilities. One facility had seven patients experience these symptoms, another had two patients and the third facility had none. The facilities are investigating all possible causes including products used during surgery, and their cleaning and sterilization procedures. It was noted at one facility that rinsing of the instruments during reprocessing may not have been done properly. The cause of these events is not known. Additional information including patient identifiers and outcomes was requested.